Event description:
Customer passed out and was hospitalized for low bgs. The customer was not using the pump at the time of call and testing could not be performed. The customer was not disconnected from the device during rewind and prime.